Event description:
The report stated that the site has a forceez generator and recently 2 pts having a polypectomy had to be brought back because of bleeding. This has not happened before and the unit had recently been repaired. Two complaints were opened, the other is on report # 1717344-2008-00262.

Manufacturer narrative:
On follow-up with the site, they reported a 3rd party came in and checked the generator and found that the generator checked out ok. The site put the unit back in svc and has had no further problem with it. They indicated there was no need to return the unit for eval.